Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. The initial inflation was reported at 12 atms. The lesion being treated was a 90% stenotic lesion in a highly tortuous posterior descending/ atrioventricular branch of the right coronary artery (rca). The maverick2 monorail balloon wa being used to post-dilate a pixel stent . A medikit sheath, a 7frmach1 al.75 t sh guide catheter, and a rinato0.014 guidewire were also used in the procedure. The procedure was successfully completed with another device. No patient injuries or complicatons were reported. Patient status is reported as 'good'.